Event description:
Pt with a knee interpositional device was revised to a unicondylar knee implant.

Manufacturer narrative:
Pt with a knee interpositional device was revised to a unicondylar knee implant. Review of the device history record indicates that the device was manufactured to specification.